Event description:
It was reported that the patient underwent a robotic laparoscopic pyeloplasty in 2003. During the procedure, it was noted that a portion of an rb-1 needle could not be accounted for. Abdomen was inspected, x-ray was taken x2; and neither showed signs of foreign bodies. There was a small suggestion of a possible curvilinear area in the upper abdomen, and the area was inspected by laparoscopic instruments, but there was no sign of this small needle fragment. It is reported that the pt experiences abdominal pain.

Manufacturer narrative:
Conclusion: since there is no product available for eval and the product lot number is unknown, the investigation of this complaint is limited and we are unable to draw a conclusion. Should additional info become available, a supplemental 3500a will be submitted accordingly.